Manufacturer narrative:
Date of event is estimated the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle device is filed under a separate medwatch report number.

Event description:
It was reported as a general comment that the account prefers the proglide device over the prostyle device. Reportedly, the sutures of the prostyle kept breaking related to use for transcatheter aortic valve replacement (tavr). An unknown method was used to achieve hemostasis. There was no report of adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.